Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient reported his device was not working right. The patient was very frustrated about his hospital bill and the process a urm payment. The device is still in use. No patient complications were reported as a result of this event. It was further reported that the right ventricular lead had high impedance and was fractured. The device and lead have been removed and replaced. No patient complications have been reported as a result of this event.